Event description:
It was reported that during coronary artery drug eluting stenting treatment procedure, difficulty crossing a lesion was encountered. The physician attempted to cross the lesion in the right coronary artery (rca) with a taxus express2 8.8% 3.5mm x 16mm stent. The stent would not cross, so the physician removed the device from the pt. A spiral dissection was then noticed, however, the cause of the dissection is unknown. The physician used a taxus express2 8.8% 3.5mm x 8mm to repair the dissection. The physician also placed four unknown size driver stents through the taxus stent to repair the dissection distal to the taxus stent. Per the physician, the pt is back home and doing well.